Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 27 mg/dl at the time of the event. Prior to the event, the customer's sensor glucose read 130 mg/dl, but his glucometer read 480 mg/dl. The customer bolused 12.5 units of insulin to treat the high glucometer reading. Half an hour later, the customer's blood glucose reading was 520 mg/dl, so he bolused 15 units of insulin. After the 15 unit bolus was delivered is when the event occurred. Troubleshooting was performed and found that the customer sometimes boluses based on his sensor glucose readings. The customer was advised to never treat based on sensor glucose readings. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.